Manufacturer narrative:
After further bench repair investigation this complaint is deemed no longer a reportable event. It was reported the device presented with the following: speaker malfunction, confirmed still sound coming from the mx40 it was confirmed that the device was functioning with audible sound. The issue would be visually detectable by the user and would not have patient safety impact since the device was providing audio for real time monitoring and alarm annunciation. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction no sound was coming from the device. The device was not use at time of event, there was no adverse event reported.